Event description:
Boston scientific received information that this chronic right ventricular lead displayed gradually increasing shock impedance measurements. Recent measurements revealed the measurements had increased to high out of range. There was concern that this lead may be fractured. An internal technical service (rs) consultant was contacted for recommendations. Ts reviewed the data and agreed that the data may be indicative of a lead fracture. It was determined that pacing impedance measurements were also increasing slowly however within range. The shock impedance measurements have been gradually increasing, however have been out of range for the past one and one-half months. There were no stored episodes noted. Further lead integrity was recommended. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. Approximately one year later, shock impedance measurements have increased. No stored episodes or noise was noted. A data disc was shared with technical services for their advice. Ts reviewed the data and determined the shock lead impedance has gradually been increasing during the past twelve months. No shocks have been delivered. One non-sustained vt episode was noted in the arrhythmia logbook. It was thought there may be a build up of ionic layers. A low shock delivery was recommended to evaluate shock lead impedance.

Event description:
Additional information was received. According to available information,the physician is aware of this issue. This system remains implanted and is being further monitored.

Manufacturer narrative:
When additional information becomes available, this event will be updated.